Manufacturer narrative:
Battery (B)(4) was returned for evaluation. The reported event could not be confirmed as the available log files were not displaying an accurate time stamp. Analysis of the battery showed that it met specifications; the device passed visual examination and functional testing. The reported event could not be confirmed. Given the available information, a root cause could not be established; the device passed visual and functional testing. This is two of four reports (3007042319-2015-02227, 3007042319-2015-02228, 3007042319-2016-00569 and 3007042319-2016-00570) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The following devices are being returned; however, it is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required: (B)(4). The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02227 and 3007042319-2015-02228) submitted for devices related to the same event.

Event description:
It was reported that the patients "controller changes from one power port to the other one before batteries are down to 25%". It was stated that the "batteries were replaced from hospital". No additional information provided. Investigation is ongoing.